Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner regarding a patient receiving 500 mcg/ml of lioresal at 158.9 ¿g/day via an implantable pump for intractable spasticity and cerebral palsy. The specific drug, dose, and concentration information was not provided for when the event occurred. It was reported the patient¿s intrathecal baclofen (itb) system was removed due to an infection in 2011 or 2012. It was specified there was an implant site infection. No further complications were reported or anticipated. The patient¿s medical history included: spastic quadriplegia (functional triplegia with left upper extremity spasming), prematurity at 24 weeks gestational age with grade 3 and 4 intraventricular hemorrhage (ivh), hydrocephalus - status post ventriculoperitoneal (vp) shunt, epilepsy, and multiple orthopedic procedures (lengthening and releases). Concomitant medications included: felbatol (felbamate), omeprazole, loratadine, lamictal (lamotrigine), dantrolene, diazepam, olanzapine, melatonin, eryped (erythromycin ethylsuccinate), miralax (polyethylene glycol), magnesium citrate, fleet enema (sodium phosphates), ibuprofen, tylenol (acetaminophen), depo-provera (medroxyprogesterone acetate), hydrocortisone, and nystatin.